Event description:
It was reported that during set up for an unk case error 3 occurred as soon as the ready mode was entered. The device was replaced and the case was completed without any further incident. No pt consequence occurred.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.